Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09/2019. The customer could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry.

Event description:
The customer reported a ventilator with a primary alarm failure. No patient involvement / harm.